Event description:
It was reported that this left ventricular (lv) lead exhibited noise with occasional oversenslng. Technical services (ts) discussed programming options and noted this could be indicative of a lead issue. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).